Event description:
It was reported that the implant on tooth location 24 started to produce pain 8 days after placement. Doctor discard any sign of infection. X-ray did not show any issue neither. Implant removed.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A4: patient weight unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b2. Outcomes attributed to adverse event. B4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvmb10,imp,tsv,mcol mg,3.7mm,10m) for evaluation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Markings due to the removal process. Device history record (DHR) review was completed for the subject lot number 1284961. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1284961 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.